Manufacturer narrative:
(B)(4)

Event description:
It was reported that during autocapture threshold test, loss of capture was observed and then after several seconds, autocapture threshold stopped and an error message appeared. The patient is fine. No further information is available.